Event description:
Surgeon noted it was difficult to perform surgery. Nucleus was hard. Had to use viscoelastic several times. Started with I/a method. Heard a noise and had to change the cassette; drainage bag was full. Moved to phaco mode, in us. Put viscoelastic in eye again. Handpiece in eye only 6-7 seconds when severe corneal burn was noted. Unable to close wound due to considerable leakage of liquid. No suture possible. Surgery lasted one hour instead of twenty minutes. Surgery was stopped; no lens implanted. Dressed wound and gave pt antibiotics. Sent pt to another hosp for follow-up and second surgery by another physician.

Manufacturer narrative:
Product was not available for eval. Contacted customer regarding possible causes of thermal injuries.